Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, under-eye oedema / swollen (pt: injection site oedema), was deemed to meet serious injury criteria as a permanent damage could not be excluded. The device history record could not be reviewed as the lot number was not reported.

Event description:
This spontaneous report was received from a spanish physician and concerns a female patient. She was injected by a different injector, with radiesse®, into the cheekbone, one and a half year prior to this report, in 2019. In 2019, one and a half year prior to this report, after the treatment with radiesse®, the patient experienced an under-eye oedema. The outcome of the event was unknown. Follow-up information was received on 14-may-2021: this case was upgraded to serious. The event term under-eye oedema was amended to under-eye oedema / swollen, and the coding remained unchanged. It was confirmed that the patient was injected with radiesse®, into the cheekbone, under-eye and paranasal area. According to the patient, since the treatment with radiesse® was performed, she was left with the area swollen. The patient was told that it was going to go down with days. Corrective treatment included hyaluronidase at her post-treatment check-up, without success. The patient went to the clinic where she was injected, and her medical records were not found. As reported, she called back a few days later, and called again, and still they did not find it. As reported, at the time of this report, a little less than a year and a half later, that swollen area was always there and persisted (considered as permanent damage). Due to the provided information, the outcome of the event was considered as not resolved, and therefore changed from unknown.